Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same incident as 3010536692-2015-01833.

Event description:
Allegedly patient revised due to pain and mom complications.